Event description:
It was reported that during pre-surgery it was observed that there were "holes in the hose" of the motor device. It was unknown to the reporter if there was a patient involved with the report.  There were no delays in the surgical procedure reported. It was unknown to the reporter if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact event date was unknown. However, the reporter clarified the event occurred in 2013.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a small cut/ tear near the muffler end of the hose assembly. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).